Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that the user was unable to pass the guidewire through the puncture needle. The tip of the guidewire was then found bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.